Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient ¿threw their back out¿ on (B)(6) 2018 while lifting a bag of toys. While this was not alleged to be a result of the device/therapy, as a result of the patient throwing out their back, the patient stated that since then their right hip was in ¿crippling pain¿ and they were in bed and could not move. The patient stated they were having trouble with their interstim. It was noted they went to their health care physician (hcp) the day prior to the call and the hcp told the patient that their ins and leads appeared fine. The patient reported getting an x-ray and they were seeing something on the right side and they wanted to know what it was. It was recommended that the patient "have" the hcp review the x-ray to tell the patient what they were seeing. The patient stated again that they saw their hcp the day prior to the call and the hcp told them there was nothing wrong with their ins and leads. On (B)(6) 2018 (B)(4): additional information received from a patient. The patient was having complications with the nerve stimulator: right hip pain and it was getting worse. Patient explained the interstim device was on the left side and her pain was on the right side hip. Patient said since implant she no longer feels like she has a uti, it got rid of the burning and stopped peeing 20 times a day and her symptoms have not come back. When patient did the trial she was doing very well, when she went back on (B)(6) 2018, she had no pain in any part of her body, it was a miracle. Patient said, then they did the implant on (B)(6), she felt ok, she had some site pain and 2 weeks later felt well enough to go to church. Patient said she bent down wrong, not at the knee, and heard a pop, could hardly get up and has been in agony ever since and hardly been able to work. Patient explained her implant was on the left side and she can feel the wires although not as much as just after surgery because she was healing. Patient said after surgery she noticed a scar on the left side hip with the ins is and a new scar on the right side hip parallel to the left scar and it matches the left side hip scar. Patient said she also has puncture type scars around her spine on the left and right sides and feels the wires if she rubs her hand across the lower part of her back she can feel the little wires on the right hand side of her spine. Patient said she has big bulge on the left and can feel them they are not as significant as they were a couple of weeks ago because of healing. Patient said she has told her hcp about the right side pain, she described it as debilitating stabbing pain, stabbing dagger, 24 hours a day in the top right part of her hip. Patient said she told her hcp about it but the hcp told her there was nothing on the right hand side. Hcp did an x-ray and patient said it looked like there was a rectangular piece with 2 holes and tubing that looked like it was wrapping around part of the spine and moving toward the left spine. Worked with patient to synch and patient took it down from 1.9 to 0.8 on program 4. Information was reviewed of interstim education with patient. The patient said since decreasing she does not have the right hand stabbing but instead she feels warm hot electrical current. Suggested to take it down to zero. Patient did that and said "ooo that hurts" at 0.0 and the pain was on the top hipbone on the right like someone took a nail and a hammer. Patient increased it back up and said it was making it worse. Suggested turning stim off. Patient turned stim off and stated she was feeling relief. Patient expressed appreciation for the relief. On (B)(6) 2018 health care professional stated that the x-ray results did not show rectangular piece with 2 holes and tubing wrapping around part of the spine as stated by patient before. They also stated that to their best of their knowledge, there was no malfunction with the lead or the ins and that the vaginitis was not related to the device or therapy. "No f".